Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) level of 50 mg/dl-60 mg/dl. Reportedly, customer was delivering override boluses on top of correction boluses, leading to insulin stacking. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.